Event description:
Healthcare professional later reported "patient symptoms are better on the inferior third inflammation, but still feeling a light inflammation in the cheek. It was prescribed a couple of days with corticoids."

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bacterial conjunctivitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvederm® voluma¿ with lidocaine in marionette lines and juvéderm® volux¿ in chin. 3 months later, patient had bacterial conjunctivitis, deemed not device related. 6 days later, patient developed inflammation. Patient was treated with urbason 60mg im and amoxi/clav 875/125 every 8h, deflazacort 30mg/24h and antihistamine/24h. Inflammation decrease but 2 days later, increase. Patient then was prescribed deflazacort 30mg / 12h and add enantyum. After a week of treatment, inflammation in right area of the chin has not subsided. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00379 (allergan complaint #: (B)(4)). This MDR is being submitted for the suspect product, juvederm® voluma¿ with lidocaine.